Event description:
It was reported that during a supply change the infusion site did not insert correctly and the insulin cartridge was leaking, and the user required assistance to replace the infusion site and tubing before insulin delivery was resumed. Symptoms included no change in blood glucose. Outcomes included no clinical impact and no need for medical intervention or hospitalization. Investigation included user education and troubleshooting conducted by support personnel. Investigation of this case revealed that insulin delivery interruption was resolved after replacement of the infusion set and cartridge, with normal pump function restored. It was concluded that the event was related to a leaking cartridge and unsuccessful infusion site insertion, with no residual patient impact after correction.